Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
Insulin pump received with blank display due to broken trace on interface board. Insulin pump received with cracked case on display window corner.

Event description:
It was reported that the customer's insulin pump had a blank display screen. The customer's blood glucose level was 156 mg/dl. Standard troubleshooting was performed. The insulin pump's display screen did not return. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.